Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/24/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the keypad was found to be peeled off from the base. During testing, all keypad buttons responded appropriately. The keypad button contacts were removed and contamination was observed the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).